Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 463 mg/dl. Customer also stated that her high blood glucose level is because of predazone. Customer stated that the auto mode of insulin pump was on. The customer assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.